Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. One day after the diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with vancomycin (intraperitoneal, 2 grams, frequency, and duration not reported) and gentamicin (intraperitoneal, 100 mg, frequency and duration not reported) for peritonitis. Dianeal therapy was discontinued, and the patient switched to hemodialysis. The patient was discharged from the hospital nine days after admission and was recovering from the event at the time of this report. No additional information is available.